Event description:
It was reported that during a prostate procedure. Side-firing was noted to have commenced forward firing at 29, 000 joules of use. The procedure was completed with a second fiber and. No injury to the pt was reported.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.